Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low results on red blood count (rbc), hematocrit (hct), mean cell volume (mcv) and high results on platelet (plt), mean corpuscular hemoglobin (mch), and mean corpuscular hemoglobin concentration (mchc) on two patient specimens without instrument generated flags. The operator questioned the mchc results and reran the specimens on the same instrument and on an alternate instrument. No erroneous results were reported out of the laboratory. Only the results generated from the alternate instrument were reported out of the laboratory. No death, injury, or change to patient treatment was associated with this event.

Manufacturer narrative:
The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). According to the customer, the high control was outside assay high for hemoglobin and platelet on (B)(6) 2010. A field service engineer (fse) was dispatched on (B)(6) 2010. The fse replaced the rbc bath and adjusted the gain. The fse also ran reproducibility and verified all parameters. The fse advised the customer to calibrate the instrument. ((B)(6) 2010) the fse reviewed reproducibility and verified all parameters. The fse also adjusted the rbc and plt calibrator factors, reran calibration, and verified instrument operation. ((B)(6) 2010)